Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing sequence. Multiple cartridges and infusion sets were used. Customer was successful at filling the tubing with the last infusion set/cartridge used. Customer's blood glucose (bg) was 400 mg/dl and reportedly, a bolus was delivered if needed.